Event description:
A customer reported an issue where the cartridge was not fully snapping into the pump. There was no adverse impact on the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.